Event description:
The customer contact reported an adverse event following difficulty regulating flow. The tubing set was being used to deliver an unspecified concentration of levophed at an unspecified rate. The cair clamp was used to regulate the flow. After an unspecified length of time in use, the customer contact reported that the flow was difficult to regulate and that there was an unspecified "variation" in the patient's blood pressure; however, they were unable to establish a causality for the variation in blood pressure. Multiple unsuccessful attempts were made to obtain additional information, including patient outcome.

Manufacturer narrative:
The customer indicated the device was discarded. All affected customers were notified via a device information letter dated october 9, 2007.